Event description:
It was reported that the monopolar curved scissors instrument was not working properly. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results: the instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the scissors do not cut cleanly through .006 inch latex. The latex gets pinched at the scissor tips. One blade edge has an indention near the tip that negatively affects cutting performance. Engineering concluded the blade damage was likely caused by mishandling and/or misuse. Conclusion: engineering also observed the distal end of the main tube has a 1 inch long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damages were most likely cased by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is received.